Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI is unknown, no product information has been provided to date. No lot or serial numbers were communicated; device expiration date and device manufacturing date are not available.

Event description:
It was reported that the flange on one of the tubes split causing displacement of the tube, with unknown item and lot number. No patient injury was reported.

Event description:
Additional information was received via a customer response email. It was reported that there was medical intervention required. An emergency tracheostomy tube replacement for displaced tube. The patient had one on one care, so no harm caused.

Manufacturer narrative:
Other, other text: a2, b3, b5: additional information. H6: event problem and evaluation codes updated investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Event problem and evaluation codes: updated. One (1) picture was received and reviewed. The picture shows tracheostomy device where the neck-strap right-side eyelet is observed to be broken. Per the photo submitted the reported failure mode is confirmed. No root cause can be determined from the picture submitted and no product was returned for analysis. A device history report (DHR) review could not be performed as the product part and lot numbers are unknown. All mitigations placed were verified and it was confirmed they have been executed accordingly; therefore, no corrective actions could be implemented, it will be continued to be monitored of this failure condition in this product for threshold or escalation.